Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous glucose results. Customer indicated that the erroneous results were reported out of the laboratory. Customer reported the erroneous results were amended. Customer reported that they noticed the issue when the quality control (qc) results were running too high. Customer indicated they then recalibrated, reran controls. Customer indicated recoveries were acceptable after recalibration. Customer reported they reran the patient samples before the last acceptable qc results and noticed the erroneous results. Customer reported there was no change to patient care. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the glucose electrode. Calibration, qc and precision runs were all within established specifications after the electrode was replaced.